Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed collar damage (twisted), partial collar separation, tip/sheath damage (flattened) for a length of 6.2cm, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The stent used in the procedure was not returned with the guidezilla, so a lab supplied stent catheter was used for device to device testing. The stent was inserted in to the collar, but the stent could not advance, as it became caught in the damaged collar.

Event description:
Reportable based on device analysis completed on 11mar2021. It was reported that the gudiezilla failed because the stent did not fall over in the tube part. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A non boston scientific stent was advanced but it did not cross the lesion due to severe calcification in the lesion. A 6f guidezilla ii catheter guide extension was selected for use. The stent could not be delivered due to the calcification and the lack of guide support. The guidezilla ii became damaged by the calcification. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there was partial collar separation.